Event description:
It was reported that patient has pain at night while sleeping. Patient has intermittent pain on a daily basis. Patient has had blood work and an MRI. Her surgeon says the results are within normal limits.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.